Event description:
In (B)(6), 2007 a perigee device was implanted to treat vaginal prolapse. It was reported that, "she had problems with pain, bleeding, infections, discharge and erosion for months after. She went back to the surgeon who inserted it and he would not admit there was an issue. Some 18 months later, she consulted another gyno who referred her to a specialist who removed as much mesh (it had broken down) as he could. She has had further surgery," and, "there will be more as the fragments of the mesh work their way out, and cause further pain and problems." Additional information received on (B)(6) 2011 indicates that these "problems continue."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.